Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold and loss of capture. The patient subsequently underwent a lead explant procedure, during which this lead was unsuccessfully explanted and was cut in half. The remaining part of the lead was ultimately surgically abandoned. The patient will be sent to another facility for a future extraction. A different lead was successfully implanted. The explanted portion of the lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.